Event description:
This pr was opened for the event, "this happened before but it was not brought to my attention as they had a needle that was not bore out so they could not use it (again I was not made aware of this when it happened months ago)."

Manufacturer narrative:
(B)(4).initial MDR with device evaluation. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.